Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026. The blockage was in the tubing. The blood glucose level was high at the time of the event and the patient was treated with manual injection other than insulin. No further information available.